Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon was inserted in the patient. The intra-aortic balloon pump (iabp) alarmed at least 6 times occurring within 15 minutes. The iab continued to be used on the patient. The following day after the helium loss alarm occurred the iabp stopped working. The iabp was restarted but the alarms reoccurred and the pump once again stopped working. The patient's conscious level decreased and the patient went into cardiac arrest. CPR was performed and percutaneous cardiopulmonary support (pcps) was inserted in the patient but there was no spontaneous circulation returned and the patient passed away. The removed iab catheter was checked and some clotted blood was found inside of the balloon. The balloon tip was already damaged because the iab was forcedly pulled out from the patient, but no other damages were found on the balloon.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon was inserted in the patient. The intra-aortic balloon pump (iabp) alarmed at least 6 times occurring within 15 minutes. The iab continued to be used on the patient. The following day after the helium loss alarm occurred the iabp stopped working. The iabp was restarted but the alarms reoccurred and the pump once again stopped working. The patient's conscious level decreased and the patient went into cardiac arrest. CPR was performed and percutaneous cardiopulmonary support (pcps) was inserted in the patient but there was no spontaneous circulation returned and the patient passed away. The removed iab catheter was checked and some clotted blood was found inside of the balloon. The balloon tip was already damaged because the iab was forcedly pulled out from the patient, but no other damages were found on the balloon.